Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte ext set, luer-lok 6 in micro bore cracked and leaked. The following information was provided by the initial reporter: (B)(6) 2025 01:50 patients intravenous nutritional solution drip is completed, given to the PICC saline flushing tube was found in a small amount of leakage at the yousai, the nurse immediately check the connection between yousai and the PICC, and found that the PICC and the yousai connection is tight, the side of a 0.7 inch yousai, the PICC and the yousai connection. The nurse immediately checked the connection between the PICC and the PICC and found that the PICC was tightly connected to the PICC, and there was a 0.7cm crack on the side of the yousai. The usai connector was immediately replaced to complete the PICC flushing and sealing.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385102 and lot number 4150278. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.